Event description:
It was reported that a patient was found unconscious with bradycardia rhythm but the infinity m540 patient monitor did not provide an alarm. The bradycardia was detected by visual observation from the infinity central station (ics). No additional information was provided.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer to support a root cause analysis. However, no details regarding the patient outcome or long-term impact were provided. Additionally, essential data including system logs, electrocardiogram waveform reports, and arrhythmia alarm settings were not made available. Due to the lack of supporting information, the reported issue could not be confirmed, and a root cause could not be determined. If further information becomes available, the complaint may be reopened for continued investigation.

Event description:
It was reported that a patient was found unconscious with bradycardia rhythm but the infinity m540 patient monitor did not provide an alarm. The bradycardia was detected by visual observation from the infinity central station (ics). No additional information was provided.